Event description:
It was reported that during a stenting treatment procedure, the stent moved on the balloon and poor stent expansion and stent deformation occurred. The procedure treated the 90% stenosed target lesion located in the moderately tortuous proximal left anterior descending artery. There was no vessel calcification. An unspecified balloon catheter was advanced for pre-dilation but could not cross the lesion. Then using a direct stenting technique, a 3.0x16 mm promus element stent was advanced and deployed with two inflations at 12 atms. "It seemed that the stent moved proximally on the balloon before the stent implant, and the proximal portion of the stent did not expand during implantation". Next a non-bsc imaging catheter was advanced but was unable to cross the lesion. Then the physician "checked an x-ray image" and found the proximal edge of the stent had deformed. Post dilation was then performed with a 3.5x12 mm non-bsc balloon inflated to 12 atms for 20 seconds, and with a nc 4.0x8 mm non-bsc balloon inflated to 16 atms. No further patient complications occurred and the patient status is good.

Manufacturer narrative:
(B)(4). Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).